Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the aortic position for 4 years and 10 months, is being worked up for thv in thv procedure due to severe intervalvular aortic regurgitation with increased gradients. The patient is complaining of dyspnea. Per the echo report, there is severe aortic regurgitation. There is intervalvular regurgitation of the prosthetic aortic valve. The gradient recorded across the prosthetic aortic valve is above the expected range. The patient is scheduled for a future valve-in-valve with a non-edwards tavr valve in the 23mm s3 valve.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve central regurgitation was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). As reported, ''a patient with a 23mm sapien 3 valve, implanted in the aortic position for 4 years and 10 months, is being worked up for thv in thv procedure due to severe intervalvular aortic regurgitation with increased gradients.'' In this case, the patient is reported to have stenosis which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. Additionally, medical record confirmed that patient had a history of hyperlipidemia, which is known to increase the risk of bioprosthetic tissue calcification. Calcified leaflets can in turn impact the thv function by interfering with proper coaptation (e.g., due to thickening), resulting in central regurgitation. As such, available information suggests that patient factors (stenosis, hyperlipidemia) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the aortic position for 4 years and 10 months, is being worked up for thv in thv procedure due to severe intervalvular aortic regurgitation with increased gradients. The patient is complaining of dyspnea. Per the echo report, there is severe aortic regurgitation. There is intervalvular regurgitation of the prosthetic aortic valve. The gradient recorded across the prosthetic aortic valve is above the expected range.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device remained implanted.